Event description:
(B)(4) (retrospective evaluation): ? Worsening / recurrence of an infection. The patient had documented evidence of a catheter-related infection within the two week period prior to nexsite placement. The device was implanted successfully on (B)(6) 2013. The device was removed on an unknown date as a precaution. No patient complications were reported. The device was disposed. The patient is currently dialyzing with another catheter.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the lot met the specification requirements. No deviations that could affect product quality were found. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure. This complaint relates to a device which meets specification. The device was used in a patient that had a catheter related infection within the two week period prior to the nexsite placement. The directions for use states that the device should not be used when the patient has a confirmed or suspected device related infection, bacteraemia or septicaemia. Device disposed.